Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The product code and lot number of this product are unknown at this time; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Event description:
Initially the customer contacted baxter's technical service center for therapy assistance on the homechoice (hc) during use for peritoneal dialysis (pd) therapy. The solution was provided over the phone. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012 baxter (B)(4) contacted the home patient (hp) to follow up on the initial call for therapy assistance and during the conversation the hp stated that he is no longer on peritoneal dialysis (pd) and that he switched to hemodialysis (hd) about two months ago. The hp stated that he had developed peritonitis within the last eleven months. The hp did not remember the date. The hp stated that the peritonitis was related to his pd therapy. The hp stated that he was treated for the peritonitis and that he is currently okay (recovered). The hp did not provide any additional information. On (B)(6) 2012 baxter (B)(4) spoke with the peritoneal dialysis nurse (pdn) to follow up on the report of peritonitis. The pdn stated that she can no longer access the patient's files. The pdn declined to provide further information.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed for potentially associated lots h10c03048, h10d07039, h10d28035, h10e10089, h10g26065, h10l07041, h11e19022, h11e02044, h11f22040, h11b24094, h10c31049, h10d30064, h10f01037, h10h31055, h10j28058, h10k29039, h11a03058, h11f20093, h11g12049, h11h31070 with no issues noted during the manufacturing process. There were no deviations from standard procedure.